Manufacturer narrative:
One 75 mm tacticath quartz contact force ablation catheter was received for evaluation. No visual anomalies were noted. Functional testing revealed no anomalies noted that would contribute to the reported the perforation. The device met specifications prior to release from sjm manufacturing facilities as supported by a review of the device history record. The cause of the pericardial effusion remains unknown. Per the IFU, cardiac perforation is a known risk with use of this device.

Manufacturer narrative:
(B)(4).

Event description:
During an atrial fibrillation ablation procedure, a pericardial effusion occurred. The procedure was initiated with the use of cryoablation and was changed to rf ablation to assist with isolation of the left common. During ablation in the left atrium, contact force readings were not as expected. An intracardiac echocardiogram was performed at the end of the procedure and revealed a pericardial effusion. A pericardiocentesis was performed which stabilized the patient. The patient remained stable and was discharged home the following day. The patient returned to the lab ten days later for another pericardiocentesis and was admitted for monitoring.